Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone (10mg/ml at unknown dose) and bupivacaine (20mg/ml at unknown dose) via an implantable pump. The indication for use was non-malignant pain. It was reported that the caller, a nurse, stated that this patient was new to their clinic and the pump was interrogated with the new v2 software and showed a motor stall and motor stall recovery. The caller stated the patient had left the clinic and the pump logs were not checked. The caller also did not know if the patient had a MRI since this pup was implanted. The caller was inquiring about the software update. The manufacturer's technical services specialist (tss) discussed the v2 version software and motor stall and recoveries. Tss discussed contacting the patient to check about previous MRI since the pump was implanted and to check the pump logs.